Event description:
It was reported the single use 3-lumen sphincterotome tip of the clever cut was getting damaged or broken in a single use. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.